Manufacturer narrative:
This report is submitted on july 11, 2023.

Event description:
It was reported that, the patient's processor started smoking when the battery was attached. A new replacement processor were sent to the patient. No serious injury was reported.